Manufacturer narrative:
Implanted date: unconfirmed if device was implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an unknown issue with the angio-seal evolution device. Additional information was received on (B)(6) 2020. The patient was reported to be fine. Manual compression was held for a long time. The doctor stated that the whole unit felt tight and that the tamper tube did not seem to want to go down.

Manufacturer narrative:
One used 6fr angio-seal evolution was returned for product evaluation. The evolution body assembly was returned mated with the hemostasis sheath along with the header bag. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was appropriately mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. No portion of the compaction tube was exposed or visible at the distal tip of the sheath. Neither the anchor nor collagen were returned. The button was found stiff upon receipt. Upon microscopic analysis, the compaction tube was still present within the carrier tube. No other visual anomalies were noted. Fluoroscopic analysis of the device was conducted, and the tamper tube was found to be connected to the rack and there was a noticeable kink in the sheath at distal end of the hub of sheath. No other visual anomalies were noted. Functional testing was performed. The compaction tube was removed manually without any obstructions. The button was pressed and held, and the suture was withdrawn by pulling manually. Suture was released as intended and no functional anomalies were noted. For further evaluation, the device was disassembled and the gearbox assembly visually inspected. The rack had been fully advanced to its distal movement stop. The suture could be seen tethered to the suture stake. No suture was present on the spool. No gross visual anomalies were observed with the gearbox assembly. Dimensional testing was performed. The outer diameter of the compaction tube was measured to be 0.054'' which was within the manufacturer specifications of 0.055 +/-0.002. All measurements were within the manufacturer's specifications. Based on the returned device, the complaint could be confirmed for the tamping mechanism issue due to non-release of the compaction tube. The large kink in the sheath at distal end of hub is likely the cause of the tamping issues as it would create additional resistance to the normal deployment of the compaction tube. The cause of the kink is unable to be determined. Off-axis forces have been known to cause kinks/bends. Successful functional testing of the suture release mechanism indicates that the device worked as intended and no obstructions to gear movement were identified. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.